Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect clinical code - e1601 - arthralgia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient reported that on approximately on (B)(6) 2024, they experienced inaccurate cgm values which occurred after the sensor had been inserted in the arm. The patient experienced weakness. The cgm was reading 88 mg/dl and the blood glucose reading was 46 mg/dl. The patient lost consciousness and fell, injuring his back and shoulders. When he regained consciousness, he called a neighbor who called police. The patient self-treated with glucose tablets. He could not recall the bg post treatment but reportedly felt better. The next day, he saw the doctor who advised tylenol for pain. There was no documentation of further medical evaluation or intervention. The patient was okay at the time of the call. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.